Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly (pcba). Visual inspection revealed no anomalies. Bench analysis found that after replacing the electrically erasable programmable read-only memory (eeprom), the device powered up normally. The device was then run on the automated tester and all tests passed. Analysis of the error log was inconclusive. Conclusion: confirmed the reported event, corrupted eeprom.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a generated error at power-up and attributed it to the main printed circuit board being out of specification in an electrical manner and further noted that three case screws were contaminated and the lower case and display wires were pinched but insulation not compromised. It was further noted that the log data showed four stuck buttons detected and four recovered, denoting normal operation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator generated an error at power up. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator generated an error at power up. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.